Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to over 400 mg/dl while wearing the pod between 5 and 24 hours. The pod was leaking insulin. Reportability was reassessed based on the investigation findings. The investigation observed exposed cannula damage and fluid leakage during testing.